Manufacturer narrative:
(B)(4). Evaluation of the incident electrode confirmed the insulation was damaged. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Manufacturer narrative:
(B)(4). Date of initial report: 01/14/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a metal needle guide was used. A splutter sound was heard during the ablation and the procedure was cancelled without any harm to the patient. It was observed that the needle was scratched lengthwise.